Event description:
Related manufacturer reference number: 2017865-2021-38146. It was reported that the patient presented to the hospital on (B)(6) 2021 for an implant procedure. Upon examination of the leads, it was noted that there was high capture threshold on the right ventricular (rv) lead and abnormal pacing impedance on the right atrial (ra) lead. The physicians were unable to extract the ra and rv leads successfully and hence were cut. The ra and rv leads were capped on (B)(6) 2021 and new rv lead was implanted. The patient was in stable condition before, during and after the procedure.